Event description:
A grade ii spondylolisthesis reduction and l5 - s1 fusion was performed on patient. Patient felt a pop one day after surgery. Two days after surgery, right rod appeared loosened from the screw head at s1. Approximately three months post op, both rods appear to be disconnected. It was reported that the screw and setscrew intact. No revision scheduled at this time.

Manufacturer narrative:
All available information has been forwarded to our manufacturer in another country for further analysis.